Manufacturer narrative:
The device was not returned to orthalign for evaluation by an orthalign engineer. The complaint cannot be confirmed as the reported nav unit and kit box were not returned for investigation and a picture of the complaint issue was inconclusive in determining a root cause or whether the complaint is confirmed. A possible root cause for a broken sterile barrier is a failed sterilization process. However, orthalign has no evidence that the sterile seal failed to function as intended. Orthalign will continue to monitor similar events and take action if necessary. No further action required at this time.

Event description:
Upon opening the silver tape, the facility found that the inner packaging was not sealed properly and as such, was not sterile.

Event description:
Upon opening the silver tape, the facility found that the inner packaging was not sealed properly and as such, was not sterile.

Manufacturer narrative:
At this time the device has not been returned to orthalign for evaluation by an orthalign engineer. When the device is received, the complaint will be investigated and a follow up report will be filed including whether or not the complaint was confirmed and a root cause, if one could be identified.